Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a loss of therapeutic effect with pain and discomfort with no stimulation. The hcp reported that the battery was drained and impedances were slightly high; the device was replaced and a 2x4 electrode was replaced with a 2x8 electrode. The patient reported the new system is working well.